Event description:
Complainant alleged that while attempting to analyze a (B) (6) male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Users performed CPR throughout event and the patient was transported to the hospital for treatment. Complainant indicated that the patient subsequently expired. Please reference medwatch report 1220908-2010-00776 for a similar event reported from the same customer with the same device.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.